Event description:
The biomedical engineer (bme) reported that, at about 8:30 am and 9:15 am, the displays for the central monitoring station (cns) went blank. The displays had power to them, but they were not displaying anything. There was no patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that, at about 8:30 am and 9:15 am, the displays for the central monitoring station (cns) went blank. The displays had power to them, but they were not displaying anything. The bme rebooted the cns and everything came back up. The cns was attached to a newer uninterruptible power supply (ups). There was no patient harm reported. Investigation summary: the device event logs were sent to nkc. It was confirmed, through review of the logs, that the cause of the reported issue was due to faulty ups batteries, and the cns device itself was functioning normally. The faulty ups batteries were replaced by the facility and the problem was resolved. The os logs from the same time periods showed unexpected shutdown events, suggesting the possibility of shutdowns due to power loss. Nk was informed that the issue had been resolved following a ups battery replacement. This is an isolated incident at this facility and there have been no recurrences from the reported date to the current date. Trending for similar issues and devices will continue to be monitored by.

Event description:
The biomedical engineer (bme) reported that the displays for the central monitoring station (cns) went blank. The displays had power to them, but there was no video output. This happened around 8:30 am and then again at about 9:15 am. There was no patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the displays for the central monitoring station (cns) went blank. The displays had power to them, but there was no video output. The bme rebooted the cns and everything came back up. The cns was on a newer uninterruptible power supply (ups). They did not have a kvm setup. This happened around 8:30 am and then again at about 9:15 am. There was no patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.